Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to a high out of range right ventricular (rv) lead pacing impedances, measuring greater than 3000 ohms. Technical services recommended to reprogram the device to bipolar. The patient will be scheduled for a in clinic follow-up and at that time, they will evaluate the lead. This pacemaker and rv lead remains in service. No adverse patient effects were reported.